Event description:
The hcp reported that the patient has experienced underdosing and overdosing with dose adjustments of lioresal 2000 mcg/ml of 0.5-1.0 mcg/day. The patient's parent reported fluctuations in tone, urinary retention and mood swings. In addition, the parent reported that over several years, the patient has experienced extreme spasticity, spasms, psychotic episodes, elevated temperature, itchy legs, sensitivity to noise, startling, irritability. The patient has undergone revisions to her catheter for disconnections and to her pump for flipping of the device. Beginning in december 2006 the patient began to experience "psychotic behavior" including "major outbursts" and violence, agitation, nausea, spasms and rigidity; described as "out of character" for her. (B)(6) 2007 the patient was receiving lioresal 2000 mcg/ml at a daily dose odf 214.7 mcg. The dose was increased several times in (B)(6) 2007 by 0.5-1.0 mcg/day. The patient was hospitalized in late (B)(6) 2007 due to severe spasms. Despite dose increases, significant spasms and pain were present at times and at other times parent noted the patient being "spacey" and "loose". During (B)(6) 2007, the patient reported frequent dose adjustments and symptoms including spasms, psychotic outbursts, rigidity, stomach pains, low grade fever, possible urinary tract infection treated with antibiotics. Mid (B)(6) 2007, a 25 mcg bolus was given and the basal rate of the pump was adjusted and complex continuous mode programmed. The hcp reported improvement within 15 minutes of bolus. The hcp was also hoping that the bolus delivered over one minute would have "cleared the catheter of any issues". (B)(6) 2007 various symptoms including "major outbursts, spasms, inability to transfer, elevated temperature persisted. The patient underwent a catheter dye study in late (B)(6) 2007 and a kinked catheter was found and it was confirmed that the pump was loose. The patient will undergo replacement of the pump and catheter.

Manufacturer narrative:
(B)(4). No medwatch form was received from the user facility, therefore, information on the medwatch form 3500a was completed by medtronic with information received from the healthcare professional.